Event description:
It was reported that the day after the implantation of the acculink stent in the left internal carotid artery, the patient had been discharged home for several hours when he experienced a partial hemianopsia with a gray blurred appearance in his left outer lower periphery. There was no reported intervention and the condition remains unchanged. Additional information was later received indicating that this neurological event was determined to be a minor ipsilateral ischemic stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual disturbances and stroke may occur during this type of procedure and as listed in the product instructions for use, these are known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Although a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; there was no indication of any product deficiencies which could have contributed to the patient effects.